Event description:
It was reported that in 2005, the physician had a difficult carotid artery case, in which they could first not succeed in trapping the filter with the accunet recovery catheter 1 or the accunet recovery catheter ii. Different repositioning manwuvers were tried with a long sheath and the intermittent use of balloon catheter to set the wire free from the acculink struts. The physician decided to use the spider recovery catheter, which easily trapped the filter. There was no pt injury or effect reported.